Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she changed the infusion set yesterday. The customer's blood glucose level was running high. Caller stated that insertion was painful and there was blood in the tubing. Caller stated that they went to bolus for the high blood glucose and got a no delivery alarm. Caller changed out the reservoir and infusion set. Customer was able to deliver a bolus. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer's blood glucose level was 461 mg/dl at the time of the incident. Customer was given 2 units of insulin with the pump after the set change. Customer's blood glucose level was up to 554 mg/dl and customer treated with 2 units of insulin. Customer's blood glucose was 471 mg/dl and customer treated with 1.7 units. Customer's blood glucose went down to 101 mg/dl. Caller declined troubleshooting for high blood glucose.